Event description:
It was reported that an ilet user experienced a loss of signal with a connected freestyle libre 3 plus sensor that would not re-pair, and upon rescanning in the ilet mobile app the user received a ¿sensor ended, start new sensor¿ message; the user disclosed the sensor had been in use since a holiday period, and was informed the sensor had expired and required replacement. No reported clinical effects. Outcomes included resolution guidance through education to replace the expired sensor and declined assistance for pairing a new sensor. Investigation included troubleshooting and user education regarding sensor lifecycle and replacement. Investigation of this case revealed that the sensor reached its intended wear duration and properly expired, leading to cessation of sensor data and the app prompt to start a new sensor. It was concluded, based on previously established findings for similar reports, that the cause was normal device end of life and use past intended duration.